Event description:
The customer reported the system displayed a communication failed error message. This error will cause the system to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply and interconnecting cable. A ge representative evaluated the system.